Event description:
A report was received that a patient was explanted due to a subdural hematoma. The treatment administered for the subdural hematoma was decompression and the patient regained full movement in all extremities. The patient was reportedly doing well following the explant procedure.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Event description:
It was initially reported that the device was explanted after an implant duration of approximately 6.3 months, due to unknown reasons. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis.